Event description:
This is a spontaneous medical device incident report from a nurse in (B)(6) , received by (B)(6) on (B)(6) 2015 concerning a male patient who received compressed medical oxygen (liquid oxygen). On (B)(6) 2015, the patient's car was set on fire following a potential cylinder ignition. It was indicated that the fire started as the cylinder valve was turned on at the end of a journey when the car was stationary and that the elderly patient was removed from the car by the driver, his grandson. The fire brigade fought the fire, however the car was destroyed, it was burnt out completely. The patient sustained burns to his face and hair and the patient's grandson burnt his hand. The patient had two cylinders with him. The cylinders will be sent for investigation. This case is linked to the serious case (B)(4), concerning the patient, and the non-serious case (B)(4), concerning the grandson. Additional information is expected. Adverse event terms: potential cylinder ignition (device issue (B)(4) , device issue (B)(4) [v.18.0]; burns (burn(B)(4) , thermal burn (B)(4) [v.18.0]. Pharmacovigilance comments: patient on home oxygen. A spontaneous ignition in the oxygen valve caused extensive fire and patient experienced serious burns and also the car where the ignition took place was completely destroyed. Spontaneous ignition in oxygen valves are most rare incidents. The valve is sent for extensive analysis for root cause. For reporting in accordance to regulations. (B)(4).